Event description:
It was reported that the unit was dropped, and the front screen was cracked. The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis confirmed the customer comment regarding the lcd lens being cracked. Analysis also found that the battery release was contaminated. It was also noted that the ring is bent, and the heart block, lead flex cover, and heart wire contacts are contaminated. Also, it was noted that the upper case, lower case, two side bail covers and ring covers are broken.